Manufacturer narrative:
(B)(4). The flex-v device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the flex-v device was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported on (B)(6) 2019 that a patient underwent a mitral valve replacement and left atrial appendage (laa) management procedure. The surgeon used an atriclip flexv device for appendage closure with no reported device malfunction. Prior to procedure completion and closing the left atrium, the surgeon re-checked the laa closure/clip placement under visual assessment and believes that the flexv clip migrated approximately 1 cm from where it was originally placed. The surgeon chose to remove the flexv clip and the appendage was closed with a stapler. Post-procedure patient was doing well.